Event description:
Inbound. Pt states both cadd legacy pumps alarmed no disposable while using cassette lot 4219994; expiration 11/10//2022, no pump alarms with new cassette. No further details provided.